Event description:
It was reported that the ventilator failed the pre-use check, before clinical usage. There was no patient involvement at the time. (B)(4).

Manufacturer narrative:
The investigation is finalized. No parts was exchanged in the ventilator system. The investigation consists of a device log evaluation and findings of our field service engineer who was dispatched to the site. The technical device log do not have any entries on the day of event, indicating that there is no technical malfunction of the device. The test log (pre-use check) was not performed the day of event, a successful pre-use check was performed approximately two weeks prior to the event date. The information provided by the hospital states that the device failed pre-use check. During troubleshooting of the device the field service engineer found that the hose to the expiratory transducer was disconnected on the upper-side from the expiratory cassette. After the field service engineer reconnected the hose and performed a successful pre-use check, the device was returned to service. How the hose got disconnected has not been determined. (B)(4).